Event description:
The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Final analysis found that a high current drain was noted with the cause being the hybrid, this caused the premature battery depletion.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.